Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the reporter contacted lifescan (b)(64) alleging that the subject meter was giving inaccurate meter readings compared to another meter. The patient got meter readings ranging from 189-279 mg/dl with the subject meter and compared it to another meter that read 141-161 mg/dl: results were obtained within 30 minutes of each other. The reported results do not meet lifescan's accuracy criteria and the reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.